Event description:
It was reported to philips that the device would not display the 12 lead electrocardiogram (ECG). The patient involved was reported to have not experienced harm or adverse patient impact. The customer used another device to continue monitoring the patient.